Manufacturer narrative:
The account stated that the trend cylinders are extending past the place where the bed was flat and level. The account replaced the trend cylinders to repair the bed.

Event description:
The account alleged when the bed is flat and if they place weight at the foot end, the head end of the main frame raises into reverse trendelenburg.